Manufacturer narrative:
The pump was returned for analysis. Pump analysis found gear train anomalies of a stall due to shaft bearing and corrosion, wear or lubrication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 775 mcg/ml lioresal at 774.33 mcg/day and 8.0 mcg/ml prialt at 7.9931 mcg/day via an implantable pump for an unknown indication for use. It was reported that a motor stall occurred on (B)(6) 2017 at 20:43 with no recovery. Tube set occurred on (B)(6) 2017. A critical alarm was noted to be heard and the patient experienced increased spasticity. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. The pump was replaced and the issue was considered to be resolved. The patient was noted to be "alive - no injury". No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for analysis.